Event description:
Nurse noticed a disconnection of the evd (external ventricular drainage) tubing at the base of the luer lock. Manufacturer response for external ventricular drain, becker (per site reporter) representative will be picking up equipment to perform analysis/review.